Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 450mg/dl. Troubleshooting found that the customer was in the hospital for diabetic ketoacidosis and the blood glucose was stabilized. Customer wanted to document incident only.